Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed and the drive support cap was protruded. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to a corroded motor home switch where the motor slide did not extend pass the reservoir tube. Unable to perform the displacement test due to the motor error alarm. Cracks to the battery tube threads, reservoir tube, reservoir tube lip, a scratched display window and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.